Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and competitor's right atrial (ra) lead exhibited low pacing impedance measurements but within normal range. Boston scientific technical services (ts) discussed how daily measurements are taken and recorded. Additional information indicated that the field representative confirmed that the patient was scheduled for an in-clinic evaluation. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.